Event description:
It was reported to boston scientific corporation that a polyform synthetic mesh was implanted into the patient during a cystocele, rectocele, enterocele repair with polyform graft augmentation, vaginal vault suspension with graft augmentation, transobturator tape bladder neck suspension with obtryx tape, and cystoscopy procedure performed on (B)(6) 2007, for the treatment of symptomatic cystocele, rectocele. Enterocele. And vaginal vault prolapse, abnormal bleeding, hypermobile urethra, and urinary stress incontinence. After the procedure, cystoscopy was performed without evidence of encroachment by suture lacerations or constrictions, mesh in the vagina, or other abnormalities. The patient tolerated the procedure well. On (B)(6) 2022, the patient was diagnosed with vaginal mesh and suture exposure, dyspareunia, and pelvic pain and had excision of vaginal mesh and suture and stone formation and vaginal repair. Findings: exposure of a non-boston scientific corporation product at posterior fourchette, posterior vaginal mesh erosion with stone formation. Description of the procedure: the granulation tissue was excised. No other mesh exposure or suture was palpable. The area of dissection was closed with good hemostasis. The edges of the epithelium were trimmed to allow clean edges for closure. Sling arms were palpable at the distal anterior vagina bilaterally with no evidence of exposure. A band was palpable at the anterior vaginal apex with no evidence of exposure. As per discussion with the patient, will reassess postop to see if pain/tenderness with palpation persists to determine if any other resection is needed. The patient tolerated the procedure well and was in stable condition.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2007, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the suspect device lot number is unknown; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2006- extrusion. E1405 - dyspareunia. E2330 - pain. The following imdrf impact code capture the reportable event of: f1905 - mesh revision.